Event description:
The hosp biomed. Dept. Received a flo-gard 6200 infusion pump that a nurse reported allowed flow to continue when the pump was stopped. This occurred prior to pt use. No add'l incident info is available.